Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 430 mg/dl. The customer's other blood glucose was 310 mg/dl. The customer did not provide information about symptoms and treatment. The customer required assistance as meter was not connected to the insulin pump. The meter was successfully connected to insulin pump. The insulin pump will not be returned for analysis.